Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The in-vitro qc tests revealed intermittent led disconnect malfunction with sensor sn (B)(4).

Event description:
On (B)(6) 2019,senseonics was made aware of an incident where user is having issues with having to calibrate several times a day. User called because he is not able to see any of his glucose readings, he has all red drops in his my glucose screen. He has been getting the sensor check alert and having to go back into the initialization phase and resulted in an sensor removal.